Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the pump was not delivering boluses correctly. The reporter stated that the patient had a blood glucose of over 300 mg/dl with symptoms of thirst. The patient did not receive any treatment above and beyond the normal course of diabetes management. The alleged blood glucose excursion does not meet animas criteria for a serious injury. The reporter stated that programmed boluses were not being delivered and showed up in the history as 0 unit boluses. This complaint is being reported because the pump is not delivering insulin appropriately.

Manufacturer narrative:
Follow-up #1: date of submission: 20-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2018 with the following findings: the pump¿s black box showed several boluses that were not delivered due to occlusion alarms. The pump was able to deliver two 10u boluses and both were recorded correctly in the pump history. The bolus history was found to be recording properly during testing. The alleged issue could not be duplicated.